Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint was not confirmed during evaluation. The pump functioned as intended during testing.

Event description:
On 04/14/2022, it was reported by a sale representative via sems that an ar-6480 pump was not working as intended, the pressure was dropping and the pump is running too fast, not pushing fluid correctly. Requested additional information.